Manufacturer narrative:
The suspect device was not returned for investigation at this time. However, ventilator logfiles were recorded and port was forwarded to vyaire technical support team. A new main board was installed. The unit software was updated to the latest version and a unit verification test was completed. Furthermore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us had blue screen issue while on heated high flow mode noticed during night while on a patient. Furthermore, the customer confirmed that the patient was removed from the ventilator and transferred to an alternative ventilation. Additionally, there was no immediate harm experienced by the patient.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to determine the exact root cause. Despite many tests performed on similar returned parts, the issue was still not reproducible. Most likely the issue is caused by a hardware issue on the epc. Investigation will be continued under I-ch-21-007. As the failure rate is within the expected range as per our risk files, decided to close this complaint. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.